Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
I've had pieces left inside me- vagina [foreign body in reproductive tract]. Come apart- tampons [device breakage]. Come apart as you try to throw it away and pull it out to the point, I've had pieces left inside me [complication of device removal]. Case narrative: consumer reported via e-mail that the tampons come apart during removal. No serious injury reported.